Manufacturer narrative:
UDI: this is the product code that is not required to be registered with FDA. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: k926214. Review of the manufacturing history record and the product inspection record of the involved product code/lot# combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number. Inspection of the actual samples. Actual samples upon receipt was a guide wire main body and a fragment. Visual inspection of the actual sample with unaided eye, a magnifier, and an electron microscope obtained the following result: length of the guidewire main body: approximately 1470 mm. Length of the fragment: approximately 30mm. The aggregated length: approximately 1500mm (normal product: approximately 1500mm) from this, the aggregated length of the actual samples were considered to be equivalent to the length of normal product. The outer layer of the broken end of fragment had a shape that looked like it had been torn off. The outer layer in the vicinity of the broken end of the fragment had been stretched. The wire was exposed at the broken end of the fragment. The outer layer of the broken end of the main body also had a shape that looked like it had been torn off. The broken end of core wire was not exposed from the broken end of the main body and was located underneath the stretched outer layer. The broken end of both portions matched in terms of the broken shape. Since the aggregated length of the actual sample was equivalent to the length of a normal product and each broken shape of outer layer was found matched with each other, the actual samples were considered to have no portion missing from them. There were no external anomalies such as scratches on other parts. Creases were found on the outer layer near the broken end of both portions. The outer diameter of the actual sample was measured at the undamaged part and confirmed to be within our control standard. No abnormality was observed. The outer layer of the actual samples was removed, and the core wire was subjected to an electron microscopic inspection. There was no taper-shaped deformity on the broken end of either portions. Both were flat. Radial pattern was observed on the broken surface of both portions. Past simulation test: the following simulation tests were conducted in the past based on our experience and knowledge on the guidewire breakage. It is recognized that there is regularity in the state of broken core wire depending on the mechanism leading to breakage as follows. When a continuous one-way torque load is applied while the guidewire is curved, the broken end of core wire becomes flat and does not deform in taper shape. A radial pattern is observed on the broken surface. From this, the state of the actual sample was considered to be similar to this state. When a continuous one-way torque load is applied while the guidewire is straight, spiral pattern starting from the center is observed on the broken surface of core wire. This state was considered different from that of the actual sample. When a bending load is applied repeatedly, the broken end of core wire becomes flat and does not deform in taper shape. A dimple pattern (a hole-like pattern) is observed on the broken surface. This state was considered different from that of the actual sample. When a tensile load is applied, the broken end of core wire deforms in taper shape. This state was considered different from that of the actual sample. When a tensile load is applied to a looped guidewire, the broken end of the core wire becomes curved and deforms in taper shape. Roughness is observed on the broken surface. This state was considered different from that of the actual sample. In this case, it was inferred that the actual sample was subjected to continuous torque load while it was curved and, as a result, the core wire of the actual sample was broken off due to metal fatigue at approximately 30 mm from the distal end. After that, it was inferred that pulling load was applied to the actual sample during withdrawal, which resulted in the breakage of the outer layer leading to complete breakage of the actual sample into two portions. Since the total length of the actual sample including the fragment was equivalent to the normal product, it was inferred that there was no portion missing from the actual sample. IFU states: "warnings: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not attempt to use the guide wire m if it has been bent, kinked or damaged. Use of a damaged wire may result in damage to the vessel or the release of wire fragments into the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m product was used in a case of shunt percutaneous transluminal angioplasty (pta). It was reported that the distal end was torn off at approximately 3 cm from the distal end. Reported also that the product was rotated for an extended period of time when being advanced. The torn-off distal end was removed by medical intervention. The procedure was completed successfully and there was no residue left in the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d3.